Event description:
It was reported that sensing variances were noted in the r-wave amplitude trend. In office measurements showed a stable r-wave amplitude even with arm manipulation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947 implantable tachy lead, (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2009; 4196 implantable pacing lead, (B)(6) 2009. (B)(4)

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.